Event description:
End user's wife states "3 boxes of hm14 that are "stuck glued in package" its the end (tip area) about 1 inch in length that feels very stuck like "glued to the packaging" and he cannot remove them to use after bursting water sachet.

Manufacturer narrative:
Device 25 of 90. A2: sex: male, age: 73. D2a: common device name: catheter, straight. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005471919.